Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced dizziness with stimulation. Subsequently, the patient was hospitalised (duration unknown).